Event description:
Boston scientific received information that the right atrial(ra) lead was dislodged. As a result, loss of capture, stimulation of thoracic muscles and high pacing threshold measurement were noted. In addition, removal difficulty and tissue in helix were also noted in the lead. Furthermore, the patient reported of twitching and feeling weak. Additional information received that the right atrial (ra) lead was explanted and was replaced with another lead. The stable fixation was achieved and satisfactory measurements obtained and the implant was completed. The lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.